Manufacturer narrative:
A2 - age at time of event: 61 years old at the time of study enrollment.

Event description:
It was reported that a small dissection of superficial femoral artery requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery with 4 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with 150 mm lesion length with 80% stenosis and was classified as tasc ii class d lesion. Prior to the target lesion treatment with study device, spiderfx embolization protection device was placed, atherectomy was performed using 2 mm pantheris atherectomy device and pre-dilation was performed using 4 mm angiosculpt scoring balloon. Treatment of target lesion was performed by dilation using 4 mm x 150 mm and 4 mm x 80 mm ranger drug-coated balloon study devices. Following, post treatment was performed by placement of 5 mm innova bare metal stent and post dilation using 5 mm armada pta balloon. Post procedure, the final residual stenosis was found to be 10%. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion, small dissection was noted in right mid superficial femoral artery. In response to dissection, 5 mm x 40 mm innova stent was placed, and the stent was post dilated using 5 mm x 40 mm armada pta balloon. Post procedure, duplex sonography showed good outcome with continuous biphasic flow from the common femoral artery. Into lower leg vessels without evidence of higher-grade stenosis. On the same day, the event of dissection was considered to be resolved. On (B)(6) 2025, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion #001 was located in the right mid superficial femoral artery and right distal superficial femoral artery. Pre-dilation was performed using 4 mm x 100 mm angiosculpt scoring balloon. Post treatment was performed by placement of 5 mm x 40 mm innova bare metal stent and post dilation using 5 mm x 40 mm armada pta balloon.

Manufacturer narrative:
A2 - age at time of event: 61 years old at the time of study enrollment.

Event description:
It was reported that a small dissection of superficial femoral artery requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery with 4 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with 150 mm lesion length with 80% stenosis and was classified as tasc ii class d lesion. Prior to the target lesion treatment with study device, non-boston scientific (bsc) embolization protection device was placed, atherectomy was performed using 2 mm non-bsc atherectomy device and pre-dilation was performed using 4 mm non-bsc scoring balloon. Treatment of target lesion was performed by dilation using 4 mm x 150 mm and 4 mm x 80 mm ranger drug-coated balloon study devices. Following, post treatment was performed by placement of 5 mm innova bare metal stent and post dilation using 5 mm armada pta balloon. Post procedure, the final residual stenosis was found to be 10%. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion, small dissection was noted in right mid superficial femoral artery. In response to dissection, 5 mm x 40 mm innova stent was placed, and the stent was post dilated using 5 mm x 40 mm non-bsc pta balloon. Post procedure, duplex sonography showed good outcome with continuous biphasic flow from the common femoral artery. Into lower leg vessels without evidence of higher-grade stenosis. On the same day, the event of dissection was considered to be resolved. On (B)(6) 2025, the subject was discharged from the hospital on dual antiplatelet therapy.